Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that for about a week their controller would charge their implant halfway and would be charging extremely slow and the screen would show critical battery low but the controller wasn't even acting as if it was charging the implant even though the screen showed excellent charging quality. Patient mentioned their controller somehow became unresponsive about 2 nights ago. Patient said that the implant wouldn't charge at all and the percentages would stay at 0 so they would plug the paddle in again and sometimes would move a little bit but they were never able to get the battery past 50%. Patient said they would recharge the implant overnight and seemed like something was happening with the controller and then the controller just died completely so they called mdt who advised them to call medtronic. During the call patient verified that the controller was still unresponsive. Patient confirmed no physical damage to the controller battery compartment, battery pack, and controller port pins. Patient did not have the recharging antenna and ac power supply with them at the time of the call. Patient mentioned that as soon as they reinserted the battery pack the controller powered on. Agent reviewed reset information to patient. Patient will call back once they have the equipment for further troubleshooting. Additional information from the rep indicated that the cause of the issue was unknown. Replacing the controller and recharger resolved the issue. The issue was resolved. Patient called back stating they had kept their device off since their last call into patient services because it was very uncomfortable, extremely slow, and taking a long time to charge the implant and they had just recently plugged the device back in. Patient repeated previously documented information that they could only charge the implant to 50% and added that this is due to the implant becoming really hot inside and noted they break out in a sweat and the heat is very very painful. Patient added that the pain afterward is intense and stated they had to go in yesterday for a cortisone shot after charging the implant the previous day. Patient confirmed no visible damage to the recharger and clarified that the paddle itself does not feel hot while charging, but rather the implant itself. Agent asked if this issue was ongoing since june and patient stated it was. Patient noted they need an MRI and inquired as to charging the implant for this procedure; agent reviewed information. Due to the nature of issues patient has been experiencing, agent sent a request to repair for replacement recharger, but also redirected to hcp.